Manufacturer narrative:
The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. Where lot number was received for the device, the device history record were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It is reported that a patient was implanted on an unknown day in (B)(6) 2017 (taken as (B)(6) 2017) with a ncb®, periprosthetic femur plate, proximal, right, 15 holes, 324. Four months later, in (B)(6) 2018, the patient underwent a revision surgery due to breakage of the plate.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: plate breakage. Event summary: the ncb pp plate was implanted on an unknown day in august 2017 to treat a fracture of the femoral bone. Four months later, in the first week of january 2018, the patient underwent a revision surgery to remove the broken plate. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: visual examination: the broken ncb pp plate was returned for evaluation. The sub components have not been returned. A visual examination of the plate was performed. On the fracture surfaces, beach lines are visible which point to a fatigue fracture of the plate. The fracture origins are located at the beginning of the chamfer on the non-bone-facing side. On the fracture surfaces there are some partially polished areas, most probably due to contact between the parts after the fracture. On the non-bone facing side of the plate several spot-like discolorations can be seen. These can probably be attributed to the use of an electrosurgical instrument (cauter) during surgery. Root cause analysis: root cause determination using rmw : breakage of implant due to movement between implants leads to notching / fretting not possible, the product investigation did not show any signs of notching. Breakage of implant due to inadequate implant design &material (fatique strength - lifetime of the device) not possible. A systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to chemical / galvanic / crevice corrosion of material not possible. The product investigation did not show any signs of corrosion. Breakage of implant due to implant will be implanted against contraindication possible, no surgical reports were received. It is unknown for which indication the plate was implanted. Therefore this point cannot be excluded. Breakage of implant due to wrong interpretation of in situ device position and/or dimension, possible, no x-rays received. The device position/dimension was unknown. Therefore this point cannot be excluded. Breakage of the implant due to wrong interpretation of x-ray template for dimensions possible, no x-rays received. The device position/dimension was unknown. Therefore this point cannot be excluded. Breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent not possible. The product analysis shows that the plate was not bent. Breakage of implant due to user define incorrect placement of the spacers and plate possible, it is unknown if spacers were used in the surgery. Therefore this point cannot be excluded. Breakage of implant due to user perform improper handling of the plate during insertion possible, no surgical reports were received. It is unknown which surgical steps the user did perform. Therefore this point cannot be excluded. Breakage of the implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent not possible. The product analysis shows that the plate was not bent. Breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction possible, no information available about limitation and postoperative restriction. Therefore this point cannot be excluded. Breakage of implant due to patient do not follow the postoperative protocol possible, as the plate was broken due to fatigue fracture, it is possible that the patient did not follow the post-op protocol. Conclusion summary: the ncb pp plate was implanted on an unknown day in august 2017 to treat a fracture of the femoral bone. Four months later, in the first week of january 2018, the patient underwent a revision surgery to remove the broken plate. The plate was in vivo for four months. The visual examination of the plate indicates that no material defects that could have triggered the fracture could be detected. The product analysis shows an indication for a fatigue fracture. There are several factors which may have contributed to the plate breakage. It can be that the plate was over stressed during the in vivo time or a wrong patient behaviour can also be the cause for the breakage. However, an exact root cause for the ncb pp plate breakage could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).